Event description:
A hospital in (B)(6) reported via a distributor that a hole was found on an rt340 adult dual-heated evaqua breathing circuit . This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will send a follow up report upon completion of our investigation.